Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned from the field with no allegations against the device. Upon reciept, engineering analysis determined that the battery voltage in this device was depleted.